Event description:
It was reported that the patient's implantable pulse generator failed less than two years from insertion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0114088v, implanted: (B)(6) 2001, product type lead. (B)(4).